Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable ise indirect na, k, ci for gen.2 results for 1 patient sample on a cobas 8000 ise module. Of the data provided, there were discrepant na and cl results. The initial na result was 122.2 mmol/l and the repeat result was 132.3 mmol/l. The initial cl result was 111.7 mmol/l and the repeat result was 95.7 mmol/l. The initial results were reported outside of the laboratory. The sample was repeated because the physician questioned the initial results. There was no allegation of an adverse event. The na and cl electrode lot number and expiration date were not provided. The investigation did not identify a product problem. The cause of the event could not be determined. The customer had no further issues.